Event description:
It was reported that this patient on continuous ambulatory peritoneal dialysis (capd) therapy was diagnosed with an exit site infection on (B)(6) 2025. The exit site subsequently healed after antibiotic therapy, however; the pd catheter was removed on (B)(6) 2025. The patient experienced complications including a perforated diverticulitis unrelated to pd therapy. The patient opted to transition permanently to hemodialysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).